Manufacturer narrative:
Customer had thrown the box, no information relating to the device lot number and/or related information could be collected. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false negative outcome. Customer had thrown the box following its use; therefore, no additional investigation can be performed as the device lot number was not available no additional information or details provided to date.

Event description:
Customer feedback : my 6 month son was taken to the ER and came back positive for covid. My husband is very sick and took two tests and both were negatives. 1took two and was negative also. We both took one on 06/17 at around 3pm the day we took my son to the ER because he had a 102 fever and we thought was something else since it came back negative for both of us. And again last night 06/18 around midnight and they were negative.